Event description:
Pt's bed reportedly in sitting position with head upright. Pt with diagnosis c4 fracture sitting on side of bed. The bed reportedly went into a flat position on its own and the pt then went flat. Pt reported back pain and arm numbness post event.